Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient presented with pain on the lower anterior. Appears #23-26 to be coming out of the buccal bone. Radiographic examination shows significant bone loss. Recommendation patient stops treatment immediately. This is a contraindicated patient.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/25/2025 that included this information.